Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was white and cloudy after the iol was implanted during surgery. The lens still remains in the patient's eye. The incision size was 2.4mm. At this facility about 30 percent of the time, the lens was white and cloudy after the implantation of the iol intraoperatively. Usually, the clouding disappears the next day, but this was the first case in which the lens was still white one week later. There was no problem with the patient's visual acuity. The patient was under observation. There was no patient harm. Additional information was received, as of last week lens was still white. When it was observed by the slit lamp, there appears to be a bluish light, although I am not sure if it was behind or in front of the lens. The doctor said he would continue to monitor the patient since his vision was not affected and the patient had no complaints. There are seven medical device reports associated with this report. This is 7 of 7.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.